Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was having issues. No patient or user harm reported. The touchscreen issue was not elaborated on further. The customer informed the remote service engineer (rse) that a touchscreen calibration was attempted, but the issue persisted. The rse provided the customer with the part information for the touchscreen to order a replacement. In a good faith effort (gfe) response from the customer received on 30jun2026, it was provided that a part order would not be placed to service the device. The final disposition of the device is unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The product malfunction was confirmed through remote troubleshooting. The likely cause was determined to be a faulty touchscreen part, but this cannot be confirmed due to the lack of completion of service on the device. The device was reported to be outside of use at the time of the reported problem.